Event description:
Reportedly, during patient use, when the ventilator was connected to the alternating current (ac), a 'backup battery failure' occurred. The patient was manually ventilated and then transferred to another ventilator. There were no reported negative patient consequences. The customer reported that they were unable to duplicate the issue.

Manufacturer narrative:
(B)(4).